Manufacturer narrative:
D10 concomitant product: abstack30 abs fixation device 30 tacks (lot#: n4k1691y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, the tacks from both devices disengaged into the patient cavity and were subsequently retrieved. Tacks fired from both devices were unable to penetrate the tissue and were unable to hold correctly onto the tissue. A new package of the device was opened to complete the procedure. No patient complications have been reported as a result of this event.